Event description:
The investigation has determined that a non-reproducible, lower than expected creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1531-3512-0423 on a vitros 5600 integrated system. Patient 1 sample result of 1.1 mg/dl vs. The expected result of 4.7 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros crea result was reported from the laboratory. A physician questioned the result and corrected reports were later issued. No treatment was initiated, altered or stopped based on the lower than expected result and there have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected creatinine (crea) result was obtained from a single patient sample processed using vitros chemistry products crea slides lot 1531-3512-0423 on a vitros 5600 integrated system. A definitive assignable cause of the lower than expected vitros crea patient sample result could not be determined with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor of the event. It is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, pre-analytical sample mix-up cannot be completely ruled out due to the changing hemolysis index of the sample and the difference in sample viscosity between runs, although this could not be confirmed. Based on acceptable historical quality control (qc) results, a vitros crea reagent lot 1531-3512-0423 performance issue or an issue with the vitros 5600 integrated system is not a likely contributor to the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1531-3512-0423. Email address for contact office is (B)(6).